Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site felt inaccurate with all instruments excluding the registration probe. Site claimed the instruments were off by a couple centimeters. It was recommended they re-register the patient with 3 pt. Tracer, she re-registered the patient and then was inaccurate only "up and down" by a few millimeters. Accuracy was off until surgeon realized arm board was under the emitter. After moving the arm board, accuracy was fine. There was no patient impact reported and a 10 minute delay to surgery.